Event description:
The procedure was coil embolization for internal iliac artery (prior to aaa stent grafting). Air still remained within the device through air purging was repeatedly performed during the preparation. The product was the first coil for the procedure, and air prep was performed correctly. Eventually the coil was not clinically used. The coil was changed to the other new product, and air prep was performed without problem. Total 3 coils were placed successfully and the procedure was completed without pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.